Manufacturer narrative:
Concomitant medical product(s): product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 10-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. The rep reported that the patient was having a lead revision on the day of the report, because they were not getting relief. They stated that the issue was first observed on (B)(6) 2019. The rep indicated that the lead was revised and moved to achieve bilateral coverage for the patient. The revision resolved the issue. No further complications were reported or anticipated.